Event description:
It was reported that the asymptomatic and non pacer dependent patient presented in clinic for follow-up. Upon interrogation, intermittent loss of capture and high capture thresholds were noted on the right ventricular lead. All other a parameters were normal. The lead was capped and replaced on the same date. The patient presented stable after the procedure.